Event description:
It was reported that the distal tip of the guide wire separated during the procedure and was left behind in the rigtht coronary artery. There were no attempts to remove the tip from the vessel.